Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with manual cleaning and a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, and forceps elevator channels of the device. The testing result cleared the german guideline. The device was evaluated at oekg. According to the evaluation, oekg found the following. -there was a leakage from the bending section rubber. -light guide and object lens glue deteriorated. -distal end cover had an indentation. -the bending section rubber glue was lifted. -there was a trace of internal corrosion at the body and arm cover. -there was an abnormal appearance of grip and the device cover. -air/water and the suction cylinder had a deposit. -there was a trace of corrosion at the scope-connector. -there was a trace of discoloration at el-connector electrical contact pins due to humidity. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. According to the review of the reprocessing process at the user facility, olympus found the following. -the user facility did not move the forceps elevator up/down during precleaning of the device. The instruction manual provides this process as the correct reprocessing method. -the user facility used non-olympus aer for the device reprocessing. Omsc surmised that this phenomenon was attributed to the inappropriate reprocessing by the user or the leakage from the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center confirmed the device repair history and found that the device was repaired for the following on 17th feb 2021. Fault description by customer: the device's controls do not work properly. Result of incoming inspection: there was leakage from the pushbutton box. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
As a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the device. [First time: (B)(6) 2021]: escherichia coli, pseudomonas aeruginosa. [Second time: (B)(6) 2021]: pseudomonas aeruginosa. The user facility found that four patients were infected with pseudomonas aeruginosa. Other detailed information such as the reprocessing method was not provided. Omsc is submitting 4 medical device reports according to the number of infected patients. This is 2nd of 4 reports.